Manufacturer narrative:
(B)(4). The lot number and sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a leak. The care giver (cg) stated that when priming, some solution came out of the end of the patient line. The cg decided to start over with new supplies. The technical service representative (tsr) explained the gravity prime and that the tip of the patient line must have been lower than the top of the heater bag. The cg was starting over and requested the tsr to stay on the line until the hc (homechoice) is finished priming. The tsr stayed on the line with the cg.